Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Information received from synthes (B)(6) reports on an incident from (B)(6) as follows: from a presentation of incidents between 2009 and 2011: no breakage of the implant recognizable. Loosening of screw is apparent. Plate dissolves from the shaft. No reoperation is planned. Nevertheless the screw was loosening; the fracture was healed successfully. No further information available. This report is for an unknown plate. This report is 1 of 2 for (B)(4).